Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing impedance and an increase in capture threshold were observed. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.